Event description:
Dealer alleged that the manifold valve is stuck/leaking. Per independent repair center statement the unit is alarming low o2 or yellow light. Key failure was the manifold stuck/leaking. Additional malfunctions manifold zip tie and hose clamp was replaced.